Manufacturer narrative:
Additional information: b3, b5, b7, d1, d4, d10, h6, h11. B5: upon further additional information received, it was reported that the patient subsequently experienced "decompensated shock and hypothyroid coma ." No additional information was available. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Per product labelling, it is recommended that thyroid function be monitored in patients with small pd fill volumes, typically infants and children. Additionally, the direction insert gives detailed instruction on the connection of the minicap to the pd transfer set. It contains a warning not to use this product if there is a known history of allergic reaction to iodine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1: the reported product is an unknown baxter minicap. E1: initial reporter postal code: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after two and a half months of automated peritoneal dialysis (pd) therapy, using a minicap the patient experienced hyperthyreosis. It was further reported the patient experienced ¿shock hypothyroidism". It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified thyroid hormone replacement. It was reported the patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.